Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set became disconnected where the tubing meets the white portion of the set causing a leak. This event occurred during use with patient involvement. The transfer set caught on the bed during manual therapy. The transfer set was replaced, cultures were taken, and prophylactic antibiotics were given. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review could not be performed as the lot number reported was found to be invalid. The sample was received and evaluated for the issue of the damage due to a separation of the tubing. A visual inspection was performed with the naked eye and using magnification. It noted that the tubing separated from the dark blue connector. Functional testing was conducted: leak testing, clear passage testing and clamp function testing. The leak and clamp function testing noted a leak through the set at the point of the tubing separation. The device did not meet specifications. The reported event of the leak due to damage was verified during the sample analysis. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.